Event description:
Per the clinic, the patient was hospitalized for IV antibiotic administration (specific date and duration not reported), to clear wound discharge and granulation at incision site. The patient underwent a skin revision surgery to excise the granulation and wound irrigation on (B)(6) 2024. Following the skin revision surgery, the patient was treated with IV antibotics for 24 hours and oral antibiotics for a duration of 3 weeks (specific date not reported); however, the issue could not be resolved. Subsequently, the patient underwent another skin revision surgery on (B)(6) 2024, in order to excise the granulation. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 31, 2024.